Manufacturer narrative:
The event occurred at (B)(6). The pump was not explanted and therefore a full eval of the device could not be performed. A correlation between the device and the reported event could not be determined. A review of the device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 15 months post-implant it was reported that the pt was intubated by emergency ambulance personnel and taken to the hosp for admission. A cranial CT scan indicated a cerebral hemorrhage. The pt's inr was 4.0 and infection parameters were elevated. A high dose of inotrope therapy initiated for hypotension. The following day the pt had hypoxia and a cardiac arrest. The pt was unable to be revived with CPR and expired. The reported cause of death was cerebral hemorrhage.